Manufacturer narrative:
Info was received from a distributor who is not required to complete form 3500a. Eval summary: a partial operative report was included with the complaint but does not have any info on the implantation or revision of the tibial components. X-rays were not provided; it is unk whether the components were implanted with the correct fit and orientation as per the surgical technique. An attempt to obtain add'l info was unsuccessful. With info provided a definitive root cause cannot be determined. Eval: review of the device history records was not possible due to the lot number being unk. It is not suspected that the product failed to meet specs. The investigation could not verify or identify any evidence or product contribution to the reported problem. Based on the investigation, the need for corrective action is not indicated. Should add'l substantive info be received, the complaint will be reopened. Zimmer, inc considers the investigation closed.

Event description:
It is reported that the pt was revised due to loosening of the tibial component.